Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled under the dso seal. Visual inspection has verified the reported problem. The root cause was unable to be determined. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an air bubble under flow sensor. There was unknown patient involvement.